Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: occluded. The reported allegations have been further investigated based on the information provided to date. The additional information regarding occluded does not change the previous investigation results for deep vein thrombosis (dvt), filter/caval thrombosis. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the renal veins." "Filter tilt: yes, see impressions." "Filter penetration: yes, see impressions." "Impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. See axial image 93/183. The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. See coronal image 96/162. There is acute thrombus in the ivc extending 4 cm proximal to the filter and distally into both common iliac veins. The ivc is occluded. See coronal image 95/162." "The anterior strut penetrates 3.2 mm through the ivc wall. Sagittal image 113. The left strut penetrates 0 mm through the ivc wall. Coronal image 97. The posterior strut penetrates 6 mm through the ivc wall. Sagittal image 113. The right strut penetrates 7 mm through the ivc wall. Coronal image 96."

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety/stress/worry, discomfort, physical limitations, lifetime anticoagulation, mass/squeezing sensation in filter area, muscles freezing/locking in abdomen and groin is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. Product is manufactured and inspected according to specifications. The following allegations have been investigated: tilt, vena cava perforation, pulmonary embolism, deep vein thrombosis, filter/caval thrombosis, unable to remove/embedment, anxiety/stress/worry, discomfort, physical limitations, lifetime anticoagulation, mass/squeezing sensation in filter area, muscles freezing/locking in abdomen and groin. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to upcoming bariatric surgery. Patient is alleging tilt, vena cava perforation, caval thrombosis, dvt (deep vein thrombosis), and embedment. The patient further alleges "physical discomfort when laying on side. Physical discomfort/sensation with strenuous exercise/vigorous walking. Anxiety/stress related ivc filter unable to be removed due to embedment/tilt/perforation and subsequently need to be on blood-thinning medication for the rest of my life. I have not sought any mental health treatment for this specifically since there isn't a medial solution" as well as difficulties with "vigorous walking, intermittent lifting at work or home." The patient also alleges the following: "ever since the recent (2018) acute blood clot incident where my ivc filter was completely filled with clots, and where the clots had risen above the ivc filter, I have not returned to pre-activity level in the following ways: the uncomfortable sensation of "squeezing" in the area where the ivc filter is placed (the same sensation pre-and post-2018 incident) appears when I walk vigorously, especially uphill. These sensations were not present before the 2018 incident. The uncomfortable sensation of "muscles freezing/locking" in my abdomen and groin appears when I walk vigorously, especially uphill. These sensations were not present prior to the 2018 incident. The sensation of a "mass" in and around the area where the ivc filter is placed which makes certain bending, sitting and lying down positions very uncomfortable. Again, these sensations were not present before the 2018 clot situation. "And, while I do not see a therapist or counselor for the following (as there is no mental health therapy that will reduce eliminate the stress and anxiety related to it), these issues have manifested since the 2018 clot situation and subsequent medical treatment (xarelto): heightened stress and anxiety due to the above physical sensations (wondering if I will feel this discomfort for the rest of my life). Heightened stress and anxiety due to the "only solution" my doctors gave me as a result of the 2018 clot situation, which is to "be on xarelto" for the rest of my life. Being on blood-thinning medication for the rest of my life causes anxiety because my chances of bleeding to death in a car accident or other type of accident are very high, especially if an emergency medical provider isn't aware of the fact I'm on xarelto. Heightened stress and anxiety due to the fact that my ivc filter cannot be removed safely, so will probably need to stay inside, even though it is the cause of subsequent blood clots. Heightened stress and anxiety due to the fact that my ivc filter is tilted and perforating my vena cava. I worry constantly that it will eventually perforate completely through my vena cava and cause my death." Per report from venogram: "...she was readmitted to the hospital with massive swelling of the left lower extremity. Venous ultrasound showed dvt of the left lower extremity." "Venogram was done that showed patent popliteal, and superficial femoral vein was occluded. Common femoral vein had extensive amount of thrombus." "Then, using thrombolytic agent injection intermittently with activation of the catheter, ivc area was treated. Two treatments were done; one on each side of the filter, right and left sides." "...massive amount of thrombus still seen in the mid part of the filter. However, it was significantly improved from prior to the thrombectomy. Using large suction catheter, removal of large amount of thrombus was done from the area of the inferior vena cava as well as the common femoral vein." Per report from CT (computed tomography): "there is an unequivocal filling defect distal aspect of the right lower lobe pulmonary artery (4/116 as well as proximal aspect of the right middle lobe pulmonary artery (4/123) consistent with acute pulmonary embolism." "There is a ivc filter properly positioned within the ivc with the tip of the filter just caudal to the renal veins. There is a persistent filling defect within the ivc at the filter and extending approximately 39 mm cephalad to the apex of the filter and extends caudally into the common iliac veins bilaterally to the level of the internal and external vein confluence." Per report from CT 2: "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it." "There is acute thrombus in the ivc extending 4 cm proximal to the filter and distally into both common iliac veins. The ivc is occluded."

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.